Event description:
Both the ICD and lead were explanted due to a history of intermittent noise. It was observed during surgery that the lead had fractured. The physician replaced the entire system because of his uncertainty as to whether the ICD had also contributed to the noise.